Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. The customer then experienced an elevated blood glucose level of "high"; although specific value was not provided. The customer administered a manual injection to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of the cartridge alarm.